Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from the waste drawer area of the unicel dxi 600 access 2 immunoassay analyzer. No report of injury to the user.

Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) replaced the leaking wash buffer transfer tubing. Fse verified system performance to published specifications. Hardware is the root cause for this event.